Event description:
It was reported that undersensing and high capture threshold were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.